Manufacturer narrative:
Allegation of possible lead damage should have been submitted with the initial report. (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of remote transmissions revealed non-sustained right ventricular oversensing episodes, believed to be caused by noise and/or possible far field p-wave oversensing. The patient was brought into the clinic and programming changes were made. There were no patient consequences.